Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The gib coin battery was evaluated and replaced. The voltage on generator power supply was readjusted. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.